Manufacturer narrative:
(B)(4).

Event description:
It was reported that reporter saw bluetooth is off on his dexcom app even if the bluetooth is on. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).